Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log as downstream occlusion! Messages. Review of the event history log found multiple occurrences of the 'downstream occlusion!' And 'upstream occlusion!' Messages, and the alarms in the log were likely a result of normal pump operation. Evaluation observed and tested the pump for the upstream and downstream occlusion testing and the device passed the testing, and both of the force sensor pressure reading and the ultrasonic sensor reading were within the specification no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed occlusion test and did not know if it was an upstream or downstream. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.